Event description:
It was reported that this left ventricular lead exhibited loss of capture. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead exhibited loss of capture and undersensing. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead experienced fracture and the patient was given a life support vest as it was noted there is no room to replace the lead. This lead remains in service. Additional information was received detailing that this lead did not experience fracture, it was the right ventricular lead.

Event description:
It was reported that this left ventricular lead exhibited loss of capture and undersensing. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this left ventricular lead exhibited loss of capture and undersensing. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead experienced fracture and the patient was given a life support vest as it was noted there is no room to replace the lead. This lead remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: impact codes information was corrected from the following fields: b5: describe event or problem field h6: device codes.